Event description:
It was reported that the patient experienced ineffective therapy following a fall. X-ray imaging showed one lead had fractured. As a result, surgical intervention was undertaken to replace the lead.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.